Event description:
The lay user/pt contacted lifescan alleging the meter's ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
On 05/14/2009: the lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination under the ok button. If any additional info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.